Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported issue was confirmable using logs; significant number of c-38 errors logged in (B)(6) 2026. C-37 error logged on 4/1, c-06/m-11 logged on 4/3, c-06/m-18/m-11 pattern logged in may also of concern. M-32 error also logged in logs. Visual inspection noted no issues. Then, the unit was tested on system, all operations successful via all ports. No errors in logs. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, caller stated when the surgeon tries to use the cut function on the monopolar, the integrated electrosurgical unit (iesu) will fault. No issues with the coag. The caller tried restating, using both ports, change cord and instrument but error would not clear. The technical support engineer (tse) reviewed log and spotted c-38 errors for current measured too low. Tse asked if they have a backup valley lab and caller was not aware. Later, caller called back regarding the issues they had this morning with the generator. Caller mentioned they encountered the issues c-38 with monopolar cut and had to use bipolar but at lower settings and was able to do but only with multiple attempts. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was not completed in its original configuration. The site used the bipolar for portions of the case that they would typically need the monopolar. The site exchanged the generator after cases to use a third-party generator with the converter cord. The cutting function was not working properly therefore there was a surgical delay.